Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, body mass index normal, bleeding genital, premenstrual syndrome, clotting disorder, vaginal bleeding, vaginal itching, dysmenorrhea, pelvic pain, anxiety, depression, uterine bleeding, anger, hirsutism and fatty liver. Current weight 150 lbs. Previously administered products included for an unreported indication: prozac. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("pain (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions") and premenstrual syndrome ("hormonal changes describe: severe pms") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (robotically- assisted vaginal hysterectomy with bilateral salpingo- oophorectomies). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, mental disorder, dyspareunia, fatigue, alopecia, bladder disorder, urinary tract disorder, rash, weight increased, weight decreased, skin disorder and premenstrual syndrome outcome was unknown and the vulvovaginal pain was resolving. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, menorrhagia, mental disorder, premenstrual syndrome, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, body mass index normal, bleeding genital, premenstrual syndrome, clotting disorder, vaginal bleeding, vaginal itching, dysmenorrhea, pelvic pain, anxiety, depression, uterine bleeding, anger, hirsutism and fatty liver. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: prozac. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("pain (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions") and premenstrual syndrome ("hormonal changes describe: severe pms") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (robotically- assisted vaginal hysterectomy with bilateral salpingo- oophorectomies). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, mental disorder, dyspareunia, fatigue, alopecia, bladder disorder, urinary tract disorder, rash, weight increased, weight decreased, skin disorder and premenstrual syndrome outcome was unknown and the vulvovaginal pain was resolving. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, menorrhagia, mental disorder, premenstrual syndrome, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics, medical history, historical drugs, laboratory data were added. Updated suspect drug indication and lot number. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2008). On (B)(6) 2014, she explanted essure. Injury events was replaced with hormonal changes describe: severe pms, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems, rashes or skin conditions , bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), pain (vaginal), fatigue, weight gain / loss, hair loss. Outcome of event vulvovaginal pain was recovering. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.